Manufacturer narrative:
The thermogard console (sn (B)(6)) was evaluated by zoll sales personnel at the customer site. The reported complaint that the console returned to standby on its own was confirmed in the console's event log, but was not replicated during functional testing. No device malfunction was found, and the thermogard console functioned as intended. Review of the event log showed that the t1 temperature probe was disconnected multiple times. In addition, a single instance of user intervention led to a longer-than-normal standby period. The console could not be verified to enter standby mode independently, as each standby occurrence was associated with an identifiable cause (either t1 probe disconnection or user intervention), rather than occurring on its own as reported. The thermogard console passed initial functional testing without any faults or errors. The customer was advised to replace the temperature probe cable as a precautionary measure.

Event description:
During ivtm therapy, the thermogard console (sn (B)(6)) returned to standby on its own. No further information was provided. The patient's status information was requested, but the customer did not provide a response.